Event description:
It was reported that the customer's insulin pump was stuck in the rewind process. The screen said the priming stopped. The paramedics were called to treat his low blood glucose level of 26 mg/dl. The customer's low blood glucose level was treated with food and glucose tablets. He was not admitted as an inpatient for medical treatment. The customer will have surgery on monday. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.